Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the software lagged and showed slow performance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station software was lagged and slowness of station. The technical support specialist (tss) had mentioned that the site had been unable to schedule downtime for troubleshooting and the tss suggested to open a new case when time became available. Also, the technical support specialist attached an article of "resolved issue - non-specific resolution" for the user reference.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the software lagged and showed slow performance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.